Event description:
It was reported by a physician that high impedance was observed on vns patient¿s system. It was reported that the patient's generator shows an ifi flag at the visit in (B)(6) 2016. The system diagnostic test showed the following results: current status - low, lead impedance ¿high, impedance value - >=10 000 ohms, ifi - yes. It was reported that after the last generator replacement in 2015, the device was programmed at the following settings: output current ¿ 2ma / frequency - 20hz / pulse width - 250usec / on time ¿ 7 sec / off time ¿ 0.3 min. The impedance value was then of 2292 ohms. It was reported by the physician that an emg-based lead-test was performed and it showed polyfasic signal, which is the sign for a partial breakage. No blunt trauma was reported. The staff could not report any changes in the patient's seizure situation but it is unknown how long the patient has been without effective stimulation. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Sex; corrected data: the previously submitted MDR inadvertently provided the incorrect patient information. Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date. Describe event or problem; corrected data: the previously submitted MDR inadvertently provided an incomplete event description.

Event description:
It was reported by a physician that high impedance was observed on vns patient¿s system. It was reported that the patient's generator shows an ifi flag at the visit in (B)(6) 2016. The system diagnostic test showed the following results: current status - low, lead impedance ¿high, impedance value - >=10 000 ohms, ifi - yes. It was reported that after the last generator replacement in 2015, the device was programmed at the following settings: output current ¿ 2ma / frequency - 20hz / pulse width - 250¿sec / on time ¿ 7 sec / off time ¿ 0.3 min. The impedance value was then of 2292 ohms. It was reported by the physician that an emg-based lead-test was performed and it showed polyphasic signal, which is the sign for a partial breakage. No blunt trauma was reported. The staff could not report any changes in the patient's seizure situation but it is unknown how long the patient has been without effective stimulation. The patient¿s device data were provided to the manufacturer for review. Analysis of the decoder spreadsheet revealed that high impedance occurred suddenly on (B)(6) 2015. When high impedance occurred, the generator was programmed at a high duty cycle of 44% (7sec on time and 0.3min off time). The output voltage was at maximum during more than one year and furthermore the generator was programmed at a high duty cycle, explaining the ifi status of the battery at the last patient¿s visit in (B)(6) 2016. No malfunction is associated with the generator was found. Review of manufacturing records confirmed all tests passed for the concerned lead prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.